Event description:
The pump was returned for investigation. Investigation revealed damage to the battery cap and a dim and discolored display. This report is made based on results of investigation completed on 10/29/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:inspection of the battery cap found the slot damaged; no stripped threads, cracks or evidence of moisture within the battery compartment or cap were detected during investigation. The battery cap contact height was found to be out of specification. A crack in the case near the display lens was discovered after the pump failed leak testing at this location. No corrosion was detected within the pump compartment. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.